Event description:
Reference number(B)(4). Event occurred in the united kingdom. It was reported by the patient's mother that her child faced high blood glucose level and high ketones due to occlusions on (B)(6) 2025. The blood glucose level of the patient ranged between 16 mmol/l to 23mmol/l and ketones were 5.4 mmol/l. Also, the patient had bad cold. No further information was available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.